Manufacturer narrative:
Result - potentiometer not calibrated.

Event description:
It was reported by service report that the bed lift motor would not go down at the head end. No pt involvement or adverse consequences are reported.